Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22: video analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: how many suture threads broke during use on the patient? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). 4 were damaged/ broke when using by a surgeon. The clinic manager who is named (B)(6) is the one who is providing us this information. H3 video analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows the user dispensing the suture from a winding former labeled w8770g product code and holding it with surgical forceps while applying force to it; however, the video is not clear enough to determine the condition of the suture or to calculate the force applied. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional h3 video analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows the user performing a test with the needle/suture on a sponge; when trying to tie the knot, the needle separates from the suture however, the video is not clear enough to determine the condition of the suture or the force applied. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. When tying a knot, the suture is breaking and therefore cannot be tied into a knot. There were no patient consequences reported. Additional information was requested.